Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. It was observed that the user acknowledged some of the alerts before audio alert triggered. A receiver functional test was performed, and it passed. The global receiver communication tool test was performed, and it passed sound tests. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection, and passed. The speaker audio intermittent tests were performed and passed. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed. A probable cause could not be determined.